Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that she is due to have a "swap out" of the ins battery pt stated she is seeing a health care provider (hcp) in wake forest reported today (B)(6) 2021 is the first time she has gotten a code eri message pt reported her programming is always hurting other areas and pt is having body cramps due to over stimulation in those other areas for the last couple of years. Pt would like to have her ins programming adjusted. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that they had confirmed with the clinic that the patient was pending a battery replacement. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that the rep was not able to clarify if the patient's battery replacement was only due to their device reaching eri or to address their reported issue. The rep indicated that they had no further information on this, but that the patient was being scheduled for a battery replacement. They indicated that they attempted to reach out several times to the patient but had not received communication back.